Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope had flashing image on the screen the event occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Manufacturer narrative:
Device was returned to olympus for evaluation. It was observed that during the device evaluation, the bronchovideoscope had poor charged couple device output when shaking light guide insertion tube causing image flashing screen. Based on the results of the investigation, the most likely cause was electrical/electronic component problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.